Event description:
The plaintiff's atty alleged that the plaintiff experienced 5 cardiovascular events on or about 2009 to (B)(6) 2012 after use of the product.

Manufacturer narrative:
This is one of five events (cardiovascular) for the same patient involving two separate products.